Event description:
A caller reported that the t:slim x2 pump battery would not charge, with a power source alert appearing in the pump history. Despite the issue, there was no adverse impact to the customer's blood glucose level as the pump did not shut down or become inoperable. After troubleshooting, the pump began charging using the original charging supplies, and no further assistance was required.